Event description:
On november 29, 2023, a merit employee conducted a cer literature search for the aero stent product family. The study (see citation below) alleges that the stents have caused erosion/ulceration and migration. The study suggests the events are related to off-label use. Study: bslater bj, pimpalwar a, wesson d, olutoye o, pimpalwar s. Esophageal stents in children: bridge to surgical repair. Indian j radiol imaging. Apr-jun 2018;28(2):242-246. Doi:10.4103/ijri.ijri_313_17.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided. Should the device be returned at a later date, the investigation will be reopened.